Manufacturer narrative:
(B)(4). The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump had cracked the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.